Event description:
During preventative maintenance on 7/3/2025 at zoll germany service depot, the autopulse platform failed load cell characterization test during functional testing. No patient involvement.

Manufacturer narrative:
During the functional testing of the autopulse platform (sn (B)(6)) as part of the preventative service, the platform failed load cell characterization test. The root cause was due to a load sensor #2 failure which required a replacement. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported issue, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).